Event description:
On 30th june 2025, rayner received notification from its distribtuor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked. The lens was explanted and exchanged within the original surgery session without further incident and without harm or injury to the patient. While no patient harm or injury is reported, surgery is reported to have been more complex and prolonged. The device has not been returned to rayner. Our review of production records for the rayone emv rao200e batch 045266633 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 045266633. The additional information received identifies that the injector was removed from the blister tray to insert ovd and close the flaps. This is a deviation from the IFU which states that the injector should remain in the blister tray until ovd is inserted and the flaps are closed. The rayone preloaded iol injection system use risk analysis identifies removing the injector from the tray prior to inserting viscoelastic as causing the lens to become improperly placed in the cartridge and removing the injector from the tray prior to closing cartridge resulting in the cartridge not being closed properly. Failure to follow the IFU is the contributory/causative factor of lens damage in this case.